Manufacturer narrative:
Records demonstrate that the finished product was produced according to specifications, met all quality acceptance criteria for product release, and quality system procedures were correctly followed.

Event description:
Consumer reported upon removal of a tampon, the string separated from the pledget in one piece. She went to the emergency room on the same evening for removal of the pledget from her vaginal cavity. Since the removal she reports having cramps but isn't sure if it's from this issue. She reported having no further medical follow-ups and no experience of serious adverse events.